Event description:
It was reported by the end-user that approximately 3 days after using the catheters, she developed an "upset stomach", which was described as abdominal cramping, bloating, irritation and loose stools. She reported that she visited her general provider who suspected a "stomach bug" and was prescribed a 5-7 day course of (unknown brand) antibiotics without any resolution of symptoms. She reported back to her general provider and was given a one-day course of (unknown brand) antibiotics, but her symptoms still did not resolve. The end-user stated that she discontinued use of the catheters she had on hand and began using a new shipment of catheters. She reported that after 3 days of use of the new shipment of catheter devices, she felt better and was no longer on antibiotics.

Manufacturer narrative:
It was discovered on 08/05/2015 that additional information was received and was not included on the initial MDR, MFR# 3005778470-2015-00021 that was reported to the FDA on july 31, 2015. The end-user experienced the symptoms that were provided while using the catheters for a period of 1.5 months. Add'l info was received on 08/06/2015. Additional information was received on 08/06/2015. No additional patient/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Additional information was received october 30, 2015. The granulate that was used during extrusion process of tube was checked during incoming inspection and released based on certificate of quality issued by the supplier. During manufacturing process of tube the (B)(4) material is also checked by technician and during catheter manufacturing process all incoming material are checked by production operators. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint has been received on the product reference code. No previous investigations are available. No discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. It was discovered on november 20, 2015 that the initial MDR MFR report # 3005778470-2015-00021 submitted on 07/31/2015 stated that the reporter was an end user and actually the reporter was a distributor. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there are two (2) cases associated with this product complaint issue; therefore a separate FDA form 3500a has been generated to address the other case.